Manufacturer narrative:
Final device investigation found that the seal cap of the device was broken and in pieces. As each device is visually and functionally tested prior to being released, no conclusion could be reached as to what might have caused the reported event. The device history record was reviewed and no anomalies were noted.

Event description:
It was reported that during either a laparoscopic cholecystectomy or a laparoscopic hernia procedure on (B)(6) 2012 the top of the device came off, and the device leaked co2. There was a drop in pressure, visibility was affected and there was a higher consumption of gas. It was believed that the leak was where the device was loose on top. The trocar was replaced. There was no patient injury. The device was reported to be discarded by the complainant. Additional information regarding the procedure, the patient and the device was requested, but no additional information was available.